Manufacturer narrative:
The evaluation of the event is still on-going. Should additional relevant information be provided a supplemental report will be submitted.

Event description:
While evaluating a returned olympus evis exera iii gastroinvestinal videoscope foreign material was discovered clogging the nozzle. There was no patient involvement during this event.

Manufacturer narrative:
The medical device was corrected from 2895 - contamination / decontamination problem to 4048 - failure to clean adequately. Also, b3- the event date was incorrect in the initial report. Since the event date was not provided to olympus, it remains unknown. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 3 years since the subject device was manufactured. Based on the results of the investigation, there was no deviation from IFU in reprocessing steps for the location with foreign material. Although we confirmed presence/clogging of foreign material in the nozzle, we could not identify the foreign material. The root cause of the foreign matter remaining on the device could not be identified. User can detect/prevent the suggested event by following IFU below. Detection method is described in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measures are described in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.